Manufacturer narrative:
A boston scientific engineer stated the most recent data from the remote monitoring system shows that right ventricular (rv) ac is in suspension due to beat to beat loss of capture. The engineer stated that the difference is longevity observed clinically is due to the device being in retry at 3.5v. The caller stated that ac was programmed off and at the patient¿s next follow up visit additional reprogramming will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that auto capture (ac) was programmed on with this device and interrogation showed remaining longevity of seven years. However, four months later, longevity remaining had decreased to 5.5 years and it was noted that ac is now at 3.5v. A boston scientific technical services consultant stated if there are any signal quality issues then the device will go to retry at 3.5v to 5v. It is unknown if the loss of capture resulted in asystole for this patient. The ac trend is stable and there are no out of range lead measurements. No adverse patient effects were reported.